Event description:
When customer applies a specimen to the test strip, the meter does not count down and segments are missing from the display as cutomer scrolls through the previous results. Customer was unable to troubleshoot the meter over the phone so customer was asked to return the meter for further eval and a replacement was provided.